Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge alarm 16s occurred with multiple cartridges during the loading sequence. During tandem technical support, the pump was reset and the cartridge was reloaded successfully, however, pump date was incorrect. Customer corrected the pump date and successfully resumed insulin delivery. Customer's blood glucose level was 243 mg/dl.